Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient had persistent hyperglycemia while using the pod worn on the leg for an unknown duration. The patient's blood glucose (bg) was measured at 23 mmol/l (414 mg/dl), and despite administering a bolus of novorapid/novolog via the pod, the bg levels did not decrease. The parent stated that the patient began developing ketones and attributed both the high bg and ketones to the pod. Due to worsening symptoms, the parent took the patient to the hospital, where insulin was administered via pen under the guidance of the diabetes care team. Glucose levels gradually decreased over approximately 2.5 to 4 hours, and the patient was discharged after a 4-hour hospital visit. No specific diagnosis was provided by the parent. The pod was removed and replaced; however, the original pod could not be returned because it was accidentally mixed into a recycling box.